Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. The patient's attorney is only making a claim against the perfix plug devices (device #1 and device #2). No allegations were made against the ventralex st implanted. This file represents the perfix plug device (device #2), a second emdr was created to address the other perfix plug (device #1). Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2015 the patient underwent surgery for implant of an unspecified perfix plug device (device #1). Further more on (B)(6) 2016 the patient underwent another surgery for implant of an unspecified perfix plug device (device #2). It is further alleged that the patient underwent surgery and had an unspecified ventralex st device. As reported, the patient's attorney is making a claim for an adverse patient outcome against the perfix plug only. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."